Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. Asa result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported this lead was capped due to high impedance, > 300 ohms. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 6 years, 4 months.